Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter set would not flow. This issue was identified during patient infusion with blood. It was stated that blood was programmed to infuse 330mls over 3hrs - 107mls/hr through a pump. When the nurse checked the infusion they found that none of the blood had gone through and that the line was kinked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that there is no allegation against the unspecified baxter set. Should additional relevant information become available, a supplemental report will be submitted.